Event description:
Upon evaluation of a complaint sample for a non-reportable issue, baxter's failure analysis lab identified a minicap transfer set with broken occluder feet. No pt injury or medical intervention was reported per baxter affiliate at the time of the initial report.